Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event could not be confirmed. The customer returned one arrow raulerson syringe. The introducer needle involved in the reported incident was not returned. The syringe appeared typical. The luer taper on the tip of the syringe was found to be acceptable through a gage test. The device passed a vacuum leak test. A lab inventory introducer needle was firmly attached to the syringe and water was aspirated into the assembly five times with no air bubbles or signs of a leak. A device history record review was performed with no relevant findings. The probable cause of this issue could not be determined based on the information provided and without a complete sample. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The primary device, a 5-lumen central venous catheter, in not cleared for sale in the us. Therefore, no 510(k) number is available. However, the product issue is with an accessory device that is available in several different products that are sold in the us under various 510(k)s.

Event description:
It was reported that in the ICU, the physician attempted to gain vascular access with the raulerson syringe and introducer needle but aspirated air when in situ. There was no reported delay, death, or complications to the patient as a result of this occurrence.